Event description:
Customer reported a low battery alarm. The blood glucose reading is 115 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.insulin pump was received with high idle current due to faulty lcd driver. No cosmetic damage noted.